Manufacturer narrative:
(B)(4). Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qamaak, batch pm6647.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the surgery, the needle was broken at the 1st stitch during dermostitch. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/21/2020. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qamaak, expiration date: 12/31/2024, date of mfg.: 01/02/2020. Batch pm6647, expiration date: 10/31/2024, date of mfg.: 11/14/2019. A manufacturing record evaluation was performed for the finished device of possible batch number qamaak, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device of possible batch number pm6647, and no non-conformances were identified. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation the component was identified as product code z494g. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.